Event description:
They ran it over a thruway wire (014) and when they were removing it off the wire, it started almost like shredding like it was stuck on the wire but they managed to get it off the wire, keep the wire. They didn't loose lesion access, but when they pulled it out it's like almost kind of pulled apart but it's still in one piece. It's almost like the catheter of the cutting balloon was starting to pull apart but not completely. They achieved the result they needed it's just when they went to remove the catheter off the wire it was sticking to the wire and it kind of pulled it apart. They didn't have to open another one, they completed the case study it's just when you see the catheter, it's almost comes apart. They completed the procedure using this device, it's upon removal is where they had a problem but they were finished

Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information received, a follow-up medwatch will be filed.